Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event rash/hives (pt: injection site urticaria), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant, lot a00085940, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted related to this lot.

Event description:
This spontaneous report was received from a us health care professional and concerns a female patient. She was injected with radiesse(+), on (B)(6) 2023. In 2023, after the radiesse(+) injection, the patient experienced major swelling in the injection area and random patches up the arm. The outcome of the events was unknown. Follow-up information was received on 27-nov-2023: the case was upgraded to serious. The event term patches was changed to rash/hives and coding was changed from injection site discoloration to injection site hives. The event major swelling was deleted, it was considered to be a symptom of hives. Patients initials, date of birth ((B)(6) ) and weight (62.5 kg) were provided. She was 52 years old at the time of the event. She was injected with 6 syringes of radiesse(+), into the hands and nasolabial folds. Batch number was reported as a00085940 (expiry date: 11/2024). The batch record review was received and the lot number for radiesse(+) was confirmed as a00085940 (expiry date: 11/2024). A lot search in the global safety database was conducted. Patients medical history and concomitant medication were reported as none. The patient had no prior aesthetic treatments. On (B)(6) 2023, 3 days after the radiesse(+) injection, the patient experienced body rashes on the hands and arms as well as her lower cheek area, around the nasolabial folds. She went to the emergency room (ER), allergy specialists, and dermatologists and underwent extensive allergy testing. It was narrowed down that she was not allergic to any common elements and that it began after her injections with radiesse(+) and on the area where she was injected with the filler. At the time of this report, she was living day to day with extreme itching and raised bumps (hives) on her hands, arms and face. Laboratory data include allergy testing for common factors such as pollen, animals, dust, et cetera, which all came back negative. The cause of the rash and hives was uncertain and the physician that she saw attributed the symptoms to the filler because they did not find any underlying cause as to her immune system response to any other substance. Corrective treatment included steroid creams, oral antibiotic and antibiotic cream, none of which worked. The patient saw different medical providers across different fields of medicine and side effects were not able to be remedied. Unfortunately, early action and treatment did not help this patient after injections with radiesse(+). The outcome of the event rash/hives was reported as not resolved. In the opinion of the reporter, treatment was necessary to accelerate recovery and prevent permanent damage. The reporter was not certain if the events were permanent, it was almost 4 months (at the time of this report) and it did not subside with diet change and medication. In the opinion of the reporter, the event was 100% related to radiesse(+) (changed from reasonable possibility to highly probable). The reactions started after the injection with radiesse(+) and in the injected areas.